Event description:
It was reported the patient opened the battery compartment on the patient activator and inside was full of battery corrosion and it seems to have exploded inside. The patient activator was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.